Manufacturer narrative:
(B)(4). Attempts to obtain patient race have been unsuccessful. No tests/laboratory data was available. No information was available. The implant or explant dates are not applicable to this device. Device evaluation anticipated but not yet begun.

Event description:
This case was reviewed and investigated according to the manufacturer's policy. It was reported, during the diagnostic peripheral procedure, tip of the manufacturer's device came off. The tip was retrieved and stayed on the wire. A second catheter was used to complete the procedure. Additional information provided, the tip came off on the hub, inside the body, but stayed on the wire (another manufacturer's device.) The manufacturer's device was not stuck and there was no resistance felt. No additional intervention was required to retrieve the separated piece of the device. There was no patient injury and no adverse event. A second of the same make and model of the manufacture's device was used to successfully complete the procedure. No additional medical or surgical intervention were performed. Outcome of procedure was successful. Patient was discharged as expected. The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing release criteria. This event is being reported as there is a potential for harm if the malfunction were to recur.

Manufacturer narrative:
(B)(4). This case was reviewed and investigated according to the manufacturer's policy. Visual and microscopic inspections was performed on the returned device. Approximately 13 mm of the catheter tip was separated and returned with the device. A portion of the inner member remained attached to the separated tip. There was missing adhesive at the distal fillet and rough edges on the remaining portion of the fillet. The probable cause of the tip separation is damage in use, as evidenced by the partially missing and rough appearing adhesive observed at distal fillet. Strain, impact, and forces associated with handling may affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to the alleged death or deterioration in the state of the health of any person.

Event description:
This follow-up MDR is being submitted to report device analysis.